Event description:
It was reported that urologist intervention was required to remove the catheter from the patient. The issue was identified as a ridged balloon. Additional information has been requested regarding the type of intervention but not yet received.

Manufacturer narrative:
The sample was not returned. The lot number is unknown therefore the device history record could not be reviewed. (B)(4).